Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to replicate the customer experience regarding errors, however the error log confirmed a system error occurred which would have caused the programmer to freeze/crash. Analysis was unable to confirm that the printer was not working. The printer printed as required. It was indicated that the paper guide was broken on the printer drawer and the printer had worn gears. It was also indicated that the keyboard connector was pulling apart, the stylus was missing, the system fan was noisy, and the lower case was damaged. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer had multiple errors and would freeze/crash. The printer was also not working properly and would take over twenty minutes to print an initial interrogation report. The programmer was returned for service. No patient complications have been reported as a result of this event.